Event description:
The pt reported that symptoms started about six months after the surgery. He complains of pain, soreness, swelling, and stiffness. He will be seeing his surgeon in the next few weeks for an evaluation.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.